Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a removal of the trochanteric fixation nail advanced (tfna) nail on an unknown date, there were three (3) instruments that were damaged during the process. The helical blade/screw extractor which was threaded into the blade and during the process the threads on the end of it were compressed together and stripped. The second instrument is the nail extractor which the end of it where the threads were damaged and stripped, while the threads of the tfna helical blade/screw coupling screw was damaged as they were using the slap hammer. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown slap hammer (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) nail extractor. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part number: 03.037.032, lot number: 9564317, manufacturing site: hägendorf, release to warehouse date: 16. Oct. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the nail extractor (part # 03.037.032/ lot # 9564317) was received at us customer quality (cq). Upon visual inspection, the tip threads are stripped, thus confirming the complaint condition. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection could be performed due to post-manufacturing damage. Document/specification review: the current and manufacturing drawing(s) were reviewed. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the received nail extractor as the distal tips were stripped. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.